Event description:
Our affiliate is reporting to us that during an arthroscopic procedure the surgeon observed metal filings emanating from two fms nextra barrel burr and falling into the joint space. It is not known if the debris was removed from the body or not, however, the procedure was concluded successfully without further issue or harm to the patient. See also associated MDR 1221934-2012-00064.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report.

Manufacturer narrative:
An MDR should not have been issued for this event. The device is not marketed in the u.s. This MDR is null and void.